Manufacturer narrative:
The advocate ended the call before meter information could be obtained. It's not possible to determine the manufacture date or 510k number without the product code and serial number.

Event description:
The advocate stated the customer's blood glucose was tested and her contour read 239 and 160 mg/dl. Comparison tests were also performed using another meter which read 50 mg/dl different that the contour. The advocate was not able to give the comparison readings. She also did not know if the readings were higher or lower than the contour readings. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate had to end the call before additional information could be obtained. No product will be returned.